Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 600 mg/dl and 208 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They treated with injections and pens. The customer stated it was insulin pump was in auto mode but was kicked out when running high brand new site and rotate on body and a fist apart. The insulin pump will not be returned for analysis.